Manufacturer narrative:
It was reported to abbott a trial patient believed they had a heart attack or stroke when getting out of the shower. The trial occurred the day before. The patient was taken to the ER. Approximately 3 weeks later it was reported the patient was cleared. The health care provider did not confirm if the patient had a stroke or heart attack. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086ans, UDI: (B)(4), serial: (B)(6), batch: a000174197.

Event description:
It was reported that the patient suspected they had a heart attack or stroke following a trial procedure on (B)(6) 2025. The patient was taken to the emergency room, where a physician was unable to substantiate the suspicion and cleared the patient. It is unknown which lead was at fault.